Manufacturer narrative:
As reported, the 6f-7f mynxgrip vascular closure device (vcd) sealant got out when removing the device (final step before manual compression). Hemostasis was achieved with manual compression greater than 30 minutes. The patient was not hospitalized nor was the patient¿s hospitalization extended as a result of the event. The patient¿s outcome was recovered. There was no patient injury reported. The deployer was mynx certified. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU). There was nothing unusual noted about the device prior to opening the package. The type of procedure the mynx vcd was used in was an interventional peripheral case. The procedure used a retrograde approach. The vessel type was arterial and the stick location was the femoral artery. There were not multiple sheath exchanges. A procedural sheath greater than 7f was not used prior to introducing the mynx. Additional procedural details were requested but were unknown. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The sealant was exposed approximately 5 mm from outside the shuttle tube with no evidence of blood which likely indicates device was never inserted into a procedural sheath (sealant was not deployed). The advancer tube remained in manufactured position. The condition of the returned device indicates that the shuttle may have been detached from the black handle which resulted in the sealant being deployed prematurely. The shuttle cartridge and the handle engagement were inspected for anomalies that may have caused the displacement. No anomalies were observed. The balloon of the received device was inflated with water and pressure was maintained per mynxgrip instructions for use (IFU). Shuttle down procedure simulated and advancer tube was properly engaged to the tamp lock as intended during investigation. A product history record (phr) review of lot f1913602 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.the reported ¿sealant dislodged¿ was not confirmed through analysis of the returned device due to the condition in which it was received. The returned device did not match the description on the incident reported since there was no exposure to blood noted on the mynx device/sealant, and the advancer tube remained in the manufactured position. The cause of the issue experienced by the customer could not be determined. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue reported as the device showed no sign of attempted use in the patient. However, it is possible the customer experienced a prematurely exposed sealant; however, it is unknown if the device was manipulated by the user prior to analysis. According to the mynxgrip IFU, which is not intended as a mitigation, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. While pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ since the device did not show any sign of patient use, hemostasis would not be possible with the sealant. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6f-7f mynxgrip vascular closure device (vcd) sealant got out when removing the device (final step before manual compression). There was no patient injury reported. Hemostasis was achieved with manual compression greater than 30 minutes. The patient was not hospitalized nor was the patient¿s hospitalization extended as a result of the event. The patient¿s outcome was recovered. The deployer was mynx certified. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU). There was nothing unusual noted about the device prior to opening the package. The type of procedure the mynx vcd was used in was an interventional peripheral case. The procedure used a retrograde approach. The vessel type was arterial and the stick location was the femoral artery. There were not multiple sheath exchanges. A procedural sheath greater than 7f was not used prior to introducing the mynx. Additional procedural details were requested but were unknown. The device is expected to be returned for evaluation.